Event description:
It was reported that the trained physician attempted arteriotomy closure using the starclose device after an interventional procedure. The clip was delivered; however, the device could not be removed. Reportedly, the physician cut the plastic tube in which the wires for the vessel locator wings are located. In this way, it was possible to manipulate the wires, which pull back the wings. The device was then removed. It was detected that one of the vessel locator wings was broken. Closure was achieved with the device and there was no patient injury or effects. No add'l info available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.